Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle lancing device ii did not fire and he was therefore unable to check his blood glucose. Customer further reported that he had a medical event and received unspecified third party treatment. No further information was provided as customer refused to continue troubleshooting and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.